Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event unknown. International journal of spine surgery. Date of publication: december 2012. This report is for an unknown prodisc l. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
A journal article was received entitled, prodisc-l learning curve: 24-month clinical and radiographic outcomes in 44 consecutive cases by low j.b., du j., zhang k., yue j.j. In the international journal of spine surgery. 6 (1) (pp 184-189), 2012. Date of publication: december 2012. The authors report regarding a cohort of 44 consecutive patients who had 1-level lumbar disc replacement surgery at a single institution by a single surgeon. Patients were followed up clinically and radiographically for 24 months. The mean patient age at the time of surgery was 37 years (range, 25¿59 years) including 29 men and 15 women. Between 3 and 6 months follow-up, in one patient, there was a malfunction of the prodisc-l with radiographic evidence of subluxation of the polyethylene component. The patient elected to undergo a replacement prodisc-l procedure, after which no notable complications occurred. This is report number 1 of 3 for the same event, complaint report number (B)(4).

Manufacturer narrative:
A product development event evaluation was completed: the primary failure mode noted in the literature article as subluxation of the polyethylene component is captured on the most recent design & clinical risk management (dcrm) document for prodisc-l. No information was provided in the literature article surrounding any potential causes for the noted polyethylene expulsion. The rates reported in literature appear to be higher due to small sample size and focused study objectives. No new safety events have been identified beyond our current safety profile for prodisc-l. Literature findings were compared to current insert and labeling for prodisc-l. Additionally, no unanticipated adverse events or device malfunctions have been identified. The adverse events that were identified in the literature but not found in the prodisc-l IFU are considered to be known general medical complications associated with hospitalization and/or surgery, and are not likely to be a direct association with the device. With the limited information present in the article regarding any specifics surrounding the polyethylene expulsion/dislocation, it is impossible to determine an exact root cause. As a result, the complaint is considered indeterminate from a design perspective. No additional actions are required as a result of the complaint captured within this literature article. Device was used for treatment, not diagnosis.